Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that post-operative a synthes titanium plate implanted in (B)(6) 2013 broke, a screw broke and one screw backed out. The surgeons reported the breakage to be caused by fatigue due to a non-union. This patient had previously been operated on for a femur fracture received in a major traffic accident, the treatment of competitors nail surgery on (B)(6) 2012 also failed due to a nonunion. The implanted synthes plate from (B)(6) 2013 was discovered to be broken (B)(6) 2014. The patient was implanted again on (B)(6) 2014 with new implant and the broken hardware implanted on (B)(6) 2013 was removed. The patient has been reported to have suffered limb loss, lameness and pain walking an image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: I reviewed the complaint narrative in the device report and the accompanying x-ray. I can confirm that there is plate breakage this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.